Manufacturer narrative:
The patent's sex was not provided. The patent's weight was not provided. (B)(4). Approximate age of device - 2 years and 4 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The vad clinicians sent in a notification that the patient had a heart transplant on (B)(6) 2017. It was reported that the patient had history of gastrointestinal bleeding (previously unreported). However, the patient was doing fairly well over the last two years. The patient received a heart transplant. Additional information regarding gastrointestinal bleeding was requested but not provided.

Manufacturer narrative:
Additional information. Multiple requests for return of the explanted pump were issued to the customer; however, no information regarding pump disposition was provided and to date, (B)(6) has not been returned for evaluation. No product was returned for evaluation. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.